Manufacturer narrative:
(B)(4). D10. Ringloc bi-polar 28x50mm item# 11-165224 lot# 444330. G2. Report source: russia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient had an initial procedure with ringloc bi-polar. Approximately two weeks later they suffered a dislocation that was treated with closed reduction and during this reduction disassembly happened; one revision was performed where the surgeons connected all components of the disassembled ringloc without the implantation of any new items. Subsequently, approximately one month after the initial, a second dislocation happened and there was another attempt at closed reduction. The disassembling of the head and ringloc occurred again during the closed reduction process and finally the surgeon decided to replace the head and ringloc bipolar. Diligence is completed and no further information on the reported event has been provided.

Event description:
Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a3, b4, g3, g6, h2, h3, h5, h6, h11. No product was returned, but some images of the explanted devices were provided. From the images, no clear conclusions can be drawn. The chamfer of the metal head displays scratches and nicks, likely resulting from the revision surgery. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history identified additional similar complaints for the reported item and the part and lot combination. Complaints are monitored per complaint trending process in order to identify potential adverse trends. Medical records/radiographs were provided and reviewed by a health care professional. A review of the available records identified findings of the reported issues: the acetabular implant is dislocated and displaced from the acetabular fossa, while the prosthetic femoral head remains aligned with the fossa. No fractures are observed. Based on the available information, the reported event can be confirmed. However, a definitive root cause cannot be established. A definitive root cause cannot be determined. Closed reduction is generally successful; however closed reduction must be attempted with caution to prevent disassociation of the bi-polar acetabular component from the femoral component. When dislocated, the bi-polar component can assume a vertical position and become impinged against the natural acetabulum. When impinged, during closed reduction, the bi-polar component can experience forces greater than the lever-out forces or torque forces required to disassociate (separate) the bi-polar component from the femoral component. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.